Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the g5 mobile cgm application did not produce an audio or vibration alert. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio and no vibration alert on the app could not be determined. A root cause could not be determined. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. No additional event or patient information is available.